Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The discs are not available for return or evaluation. Additional information has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated only in patients with disease at one level from c3-c7. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that an m6-c artificial disc was implanted in 2010 at c6/7 and another m6-c was implanted (B)(6) 2013 at c5/6. The patient had pain since 6 months with tingling sensation and both discs were removed.

Manufacturer narrative:
No devices were returned thus no device examination could be performed. It was noted that all discs were intact and solidly connected to the vertebral bodies. The presence of staph. Epidermidis was detected. Based on the limited information provided, it was not possible to ascertain the relationship between these factors and the explantation. This is one (1) of two (2) reports.